Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridge alarm 1s occurred during pumping. Customer removed the cartridge and found an o-ring on the pneumatic tap. Blood glucose ranged between 129-149mg/dl. Customer loaded a new cartridge to resolve the issue.